Event description:
The customer reported that summit sample handler did not aspirate sample and did not give an error message. Customer was unable to provide the assay being run at the time of the event. Ocd became aware of this event on 7/30/98 from the hamilton company, the MFR. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-03455-07.